Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. It was reported that the patient was treated with unspecified antibiotics intraperitoneally, possibly ¿cefepime and vanco¿ (dose and frequency not reported); however the drugs were not medically confirmed. The patient was discharged from the hospital in the same month as admission and had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 5 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number 13k14h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.